Manufacturer narrative:
The container was not damaged during transit. Customer states the reagent cap appeared to be loose. Customer was sent replacement.

Event description:
Customer contacted beckman coulter inc., (bci) and reported that they received a shipment of reagent, and one bottle of the blood urea nitrogen (bunm) reagent lot t006150 had leaked in the box. No injury was reported on this issue.